Event description:
It was reported that the battery gauge was fluctuating and battery would not charge. The customer¿s blood glucose level was 150 -250 mg/dl. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.